Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2018-06391 it was reported the patient stood up and felt something change in relation to the drg system. X-rays revealed the left lead was fractured. As a result, the patient may be awaiting surgical intervention. Note: two of the patient's leads are being reported because bilateral leads were implanted at the l4 vertebral level and it is unknown which l4 lead was fractured.